Event description:
The clinician reported that the jaw tip broke off the endoscopic vein harvesting bipolar device. The incident occurred after the procedure and therefore, there was no pt involvement.

Manufacturer narrative:
This endoscopic vein harvesting bipolar device was manufactured by datascope corporation (B) (4). Sorin group USA has since acquired this product line. Sorin group USA is filing this report on behalf of datascope. The bipolar device is being returned for eval, but has not yet been received at sorin group USA. The datascope manufacturing records for the bipolar pack did not reveal any abnormalities. Datascope's vendor of the bipolar device had been made aware of this issue. Further investigation is underway. A follow-up report will be filed when info is made available and the product has been received for evaluation.